Event description:
It was reported that the procedure was cancelled. The patient was sedated. A ce rotablator was selected for use. During the procedure, it was noted that the device lost speed. The procedure was not completed due to the event. No patient complications were reported and patient was stable post procedure.